Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. The investigation is complete. This is an initial final report submission. Functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack and there was a loose terminal that had slid up out of place. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack, but there was electrolyte visible in the power plug. Visual inspection of the interior of the handpiece found the plunger was stuck in place. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery from the beginning the unit did not work at all and the battery pack was getting hot. There was no reported harm or injury to a patient. A 0-15 minute delay was reported to prepare an alternate device, while the patient was under anesthesia. No report of fire or smoke. Due diligence is complete. No additional information is available. During device evaluation visual inspection of the interior of the battery pack found the batteries had leaked electrolyte inside of the pack. No adverse events were reported as a result of this malfunction.